Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the shaft was fractured 298.5cm from the proximal end. The spring tip is elongated. The outer diameters of the device were measured and met specifications. The fractured portions of the device were sent to the mtac lab and the results of their analysis concluded that the fracture occurred due to a tension overload. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
Reported via facility medwatch uf/voluntary (B)(4). It was reported that during a treatment procedure, a guide wire break occurred. The target lesion was located in the calcified and very tortuous circumflex artery. A 2.5x15 non bsc balloon catheter was used to pre dilate the target lesion. A choice 300 floppy guide wire was being pulled back out of the body and became dislodged. When the guide wire was pulled it broke leaving approximately 12 inches of the guide wire in the descending aorta. An attempt to snare the broken guide wire was unsuccessful. The patient was referred to surgery to remove the guide wire. The procedure outcome is unknown. No further patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Event description:
Reported via facility medwatch uf/voluntary #1401850000-2011-8019. It was reported that during a treatment procedure, a guide wire break occurred. The target lesion was located in the calcified and very tortuous circumflex artery. A 2.5x15 non bsc balloon catheter was used to pre dilate the target lesion. A choice 300 floppy guide wire was being pulled back out of the body and became dislodged. When the guide wire was pulled it broke leaving approximately 12 inches of the guide wire in the descending aorta. An attempt to snare the broken guide wire was unsuccessful. The patient was referred to surgery to remove the guide wire. The procedure outcome is unknown. No further patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.